Manufacturer narrative:
Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. In this case, minimal information regarding this explant procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been unsuccessful. If new information becomes available or the device history record (DHR) was reviewed, a supplemental report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported via patient registry that a 21mm pericardial aortic valve was explanted after an implant duration of 5 months due to unknown reasons. A 19mm pericardial aortic valve was implanted in replacement. No additional details were provided.

Event description:
Edwards received additional information through follow up with the healthcare provider that the reason for the explant procedure was due to endocarditis, aortic stenosis and aortic insufficiency. Tee revealed large vegetation on the aortic valve and large periannular abscess around the aortic valve annulus as well. The patient was found to have staph aureus bacteremia. The explanted device was replaced with a 19mm pericardial aortic valve successfully. Per the medical records, a transverse oblique aortotomy was performed. The aortic valve was removed, and during this process, a very large abscess in the annulus was uncovered. This was drained. The annulus and abscess cavities were then debrided. The abscess cavity was then patch repaired with pericardial patch. The 19mm valve was then placed into the annulus using pledgeted sutures with pledgets on the ventricular surface. The valve was seated and sutures were tied with cor-knot device. A redo mvr was also performed. The patient weaned off cardiopulmonary bypass with no difficulties. Tee demonstrated nicely functioning valves with no perivalvular leaks. Protamine was administered and hemostasis was achieved. However, the patient's blood pressure continued to be very soft. His pre-operative ef was in the 10-20% range. He was on large doses of inotropes and pressors. The surgeon elected to place an intra-aortic balloon pump (iabp). Post procedure, the patient was brought to the ICU in critical condition. On pod #1, hemodialysis catheter was placed for anuria and fluid removal. Over the last 24-48 hours, the patient experienced cardiogenic shock, vasodilatory shock, metabolic lactic acidosis, anuric requiring cvvh only able to keep even, and over the last 12 hours vasopressor support was increased. The patient expired on pod #3.

Manufacturer narrative:
Prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastro intestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device and will not be MDR reportable. In this case, the onset of endocarditis occurred after 60 days from implant. The device was not returned for evaluation, due to endocarditis. The root cause for the endocarditis remains indeterminable. However, it is likely that patient and procedural factors contributed to the event. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.